Event description:
During resmed evaluation, an astral device had a defective thermistor cable. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The thermistor was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a defective thermistor sensor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).